Event description:
Informed of this product issue with receipt of MDR user facility report from FDA. User facility report states the pt was undergoing hemodialysis with an f80a dialyzer, reprocessed with amukin-d. Ten minutes into treatment, the pt reportedly developed respiratory distress, hypotension and swelling of the face. Ems was called as pt did not improve with discontinuance of treatment and IV fluid. It was noted that the pt expired after arrival to the hosp for treatment. 6/11/1999 3:30pm contact person called for further product detail and technical info. Message left for return call. 6/14/1999 facility called to speak with risk management dept.-contact person on vacation until 6/21/1999. User facility/dialysis unit called. Nursing manager unavailable at this time and will return phone call to "qs" later today. Dialyzer was pre-processed and never used for pt treatment. 6/15/1999 1:00pm nurse manager called at facility, unable to provide info, that facility would be providing info for investigation. 6/15/1999 2:30pm facility office called. Advised to request in writing what is needed to co's investigation. 6/16/1999 request of info faxed to facility office. 6/21/1999 corporate office contacted to determine further status on requested info. Risk manager still compiling info from requested questionaire, awaiting toxicology results. 7/1/1999 voice mail message left for risk manager inquiring about status of requested info.